Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump did not recognize the cartridge and the load process has to be restarted. There was no reported impact to customer's blood glucose. Customer declined tandem technical support's offer to follow up.